Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, a reporter for the patient contacted lifescan (lfs) alleging that the patient¿s one touch ultra meter was displaying an ¿error 1¿ message. Per the owner¿s booklet, an error 1 appears when there is an issue with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue began at an unspecified time on (B)(6) 2013. The patient manages her diabetes with oral medication (unknown type and dosage), diet, and exercise. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The reporter claimed, at an unspecified time after the alleged issue occurred, the patient developed symptoms of ¿high blood sugar¿. The reporter stated that the patient went into the emergency room (ER) and had her blood glucose tested. The patient obtained a blood glucose result of ¿138 mg/dl¿ with another device (unknown type). There was no mention of the patient receiving any medical treatment while at the ER. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.